Event description:
On (B)(6) 2017: a (B)(6) male consumer used the pen needle and the needle got stuck in his skin. This was not the consumer's first time using the product. He has been using since approximately 2015 "2 years" to administer insulin due to having type 1 diabetes. On (B)(6) 2017 consumer was administering into his right thigh at his school nurses station when the needle dislodged from the plastic and became stuck at the administration site of right thigh. Consumer and the school nurse were unable to remove after attempting to use tweezers therefore consumer was taken to the emergency room on (B)(6) 2017. The needle successfully "worked its way out" during emergency room visit, and an x-ray was performed as well this same visit on (B)(6) 2017 to ensure it was not still in consumer's right thigh. On (B)(6) 2017 follow up: consumer's mother reported that the needle itself did indeed break off the hub into her son's skin. It was attempted to be removed at the school nurse's office with tweezers, however this was unsuccessful. The needle did indeed work itself out of the consumer's skin. No procedures were performed in removal of the needle at the emergency room visit. Consumer's mother reported the nurse at the emergency room thought possibly consumer's muscle helped in pushing the needle out, as his mother stated just the walk from the car to the emergency room allowed the needle to come out enough to see the tip.